Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the scope cover was deformed, the air/water cylinder was discolored, the suction cylinder was discolored, bending in the down direction was out of standard, the distal end cover was dented, the nozzle was clogged, and the connecting tube was buckled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had a defective cable. Inspection and testing of the returned device found the nozzle was clogged by foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the air/water nozzle, could not be identified and the root cause of the issue could not be determined, as no device damage was found that could result in the retention of foreign material and no additional reprocessing information was reported by the customer. The event can be prevented/detected by following the instructions for use which state: ¿operation manual_ preparation and inspection¿. ¿inspection of the endoscope¿. ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the endoscopic system¿. ¿ inspection of the air-feeding function¿. ¿ inspection of the objective lens cleaning function¿. ¿reprocessing manual_ cleaning, disinfection, and sterilization procedures¿. ¿precleaning_ warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope¿. ¿flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use¿. ¿manual cleaning¿. ¿flushing detergent solution into the air/water channels¿. ¿removing detergent solution from all channels¿. Olympus will continue to monitor field performance for this device.